Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received the failed battery test. The customer's blood glucose level was 130 mg/dl. The customer was assisted with the troubleshooting. The customer also stated that the insulin pump had a lose power without warning. The device will be returned for the analysis.

Manufacturer narrative:
Device passed idle current test, run current test, self test, off no power test and displacement test. No unexpected failed battery test alarm noted.